Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the system exhibited a slowness and sluggish. The technical support specialist (tss) dialed into the system, applied the knowledge articles "station slow login netbios" and "how to adjust station ntp server settings" and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, had multiple station that were slow and sluggish. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, had multiple station that were slow and sluggish. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.